Event description:
The 28mm+12mm trial heads are the wrong color, they should be brown but are "maroon" in color. The "maroon" trial heads are the color of the 16mm trial head. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anethesia time. This event was noticed at the sales agency and the device was not sent to the hosp.

Manufacturer narrative:
Summary of evaluation: the root cause of this event was attributed to a mfg and inspection error on one(1) lot of thirty(30) pieces MFR. Corrective action was implemented to preclude further occurrence. The responsible mfg and inspection personnel were counseled and given appropriate warnings for their mal-actions. The mfg and inspection process controls were reviewed and improved to preclude further occurrence.